Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected low battery alarm was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The displacement test functioned properly. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that his blood glucose was running high for about a week and he had switched to manual injections, following a visit to his healthcare provider. The customer stated his blood glucose had been in the 400 mg/dl to 599 mg/dl range. The customer stated his insulin pump may have been exposed to a high magnetic field two months before. He also stated the batteries were only lasting about two days in the insulin pump. The customer declined to troubleshoot. Nothing further was reported.